Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip delivery system was returned without the clip. Due to the returned condition of the device (the clip not returned), the reported gripper actuation issue (difficult to open/close) and inability to close the clip (difficult to open/close) could not be replicated in a testing environment; however, the actuator assembly was inspected and there was no damage observed to the actuator assembly. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip system instructions for use (IFU), states that the system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr) due to primary abnormality of the mitral apparatus. The off-label use possibly contributed to the entrapment of the device in the anatomy. An image provided by the account was further reviewed by an abbott vascular medical affairs manager, who stated that the reported issues could not be confirmed from the provided images. All information was investigated and the entrapment of device with the pacemaker and anatomy appears to be related to patient anatomy/procedural circumstances and possibly the use of the device in the tricuspid valve which is considered an off-label use of the device. The gripper actuation issue and clip actuation issue were a result of the clip becoming caught on the pacemaker and damaging the grippers. The reported foreign body in patient appears to be due to the clip becoming caught on the septal leaflet (entrapment of device or device component), and thus related to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Device code 1494 - mitral valve device used in the tricuspid. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for clip entrapment, gripper actuation issues, inability to fully close the clip and clip implanted in an unintended location. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4+. During the procedure, the clip was repositioned and the grippers became caught on a pacemaker lead. The grippers were noted to be down when they should have been up, as the gripper lever was still pulled to the blue line. During attempts to remove the device from the pacemaker lead, the clip caught on the septal leaflet. The grippers could not be raised and the device could not be removed from the leaflet without causing damage to the leaflet; therefore, the clip was deployed where it was. Attempts were made to grasp the posterior leaflet; however, the clip could not grasp the posterior leaflet and was deployed so that it was only attached to the septal leaflet. The clip was stable on the septal leaflet. The clip could only be closed to about 60 degrees and it was noted that the grippers appeared to be turned about 90 degrees, so that the width of the gripper would not allow the clip to close all the way. A second clip was implanted on the septal and anterior leaflets. The tr was reduced from grade 4+ to grade 3+. It was thought that possibly some damage occurred when the clip had caught in the pacemaker lead, as no issues were noted during device preparation. No additional information was provided.